Manufacturer narrative:
The patient underwent sling incision on 3/26/07 due to bladder obstruction slowing urinary stream. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic sacral colpopexy and laparoscopic left salphingo-oophorectomy due to recurrent vaginal vault prolapse, enterocele, and prior incontinence surgery on (B)(6) 2009 (B)(6). It was reported that the patient underwent cystoscopy, resection of sacrocolpopexy mesh, transabdominal apical prolapse repair with autologous fascia, rectus harvest, and small bowel resection with primary reanastomosis on (B)(6) 2015 by (B)(6). It was reported by an attorney that the patient underwent surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with cystoscopy, urethrolysis, rectocele repair, and sacrospinous fixation.